Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230800421 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the coil was inplanted in pulmonary artery and once detached it flew out of place. The coil had to be snared and removed from the patient. We believe that the pushing wire after detachment grabbed the coil pack and help dislodge the coil from placement. Was indicated that "tread tech" is needed on the 3mm coils for better gripping of the vessel." Incident report form submitted for this complaint indicates that no patient injury was sustained. (B)(6) 2023, additional information provided by issuer. "Did the implant completely migrate out of the treatment site or did a segment of the implant herniate into the parent vessel? The entire coil migrated. Is my understanding correct: the delivery pusher interacted with the coil mass after a successful detachment, causing the implant to move out of the treatment site? That is current belief."